Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system endured knee surgery. Additionally, it was noted that one shock impedance measurement was zero ohms and one measurement was 200 ohms. Isometric exercises did not reproduce any further out of range measurements. Electromagnetic interference (emi), although suspected, was not confirmed. The physician elected to increase the follow up with the patient and discourage the use of the transcutaneous electrical nerve stimulation (tens) unit. To date, no adverse patient effects were reported as a result of this clinical observation.